Manufacturer narrative:
This device is distributed for outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is not available for evaluation, therefore, the reported issue of "overinfusion" could not be confirmed. Should the device or additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(4) that a baxter folfusor lv 5ml/hr device overinfused during patient use. According to the customer, the device was expected to infuse for 48 hours, however, infused for 18 hours. This occurrence was observed by the patient. There is no report of patient injury or medical intervention. Additionally, "the total fill volume was "220/ml, the diluent was natural serum, the position of the flow restrictor with respect to the reservoir was inside the "pocket of the patient and approximately '12cm from the port and "the temperature of the flow restrictor during the infusion "was room temperature "(20-25c)." No additional information is available.